Event description:
While a patient was receiving ECMO support, multiple membranes required replacement due to cracks. Three ECMO membranes required replacement necessitating separating the patient from ECMO support. Two membranes were impounded for review and one was inadvertently discarded.